Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. Review of the pump logs by tandem technical support verified the pump battery was depleting normally based upon the customer's pump settings/usage. However, the customer maintained that the pump battery was depleting too quickly. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 300-325 mg/dl.